Event description:
It was reported that the patient presented to the clinic after receiving atp and hv therapy. Upon device interrogation, it was discovered the therapy was inappropriately delivered for an atrial fib with rapid ventricular response (afrvr) rhythm, where the ventricular rate was detected greater than the svt discrimination cutoff. Programming changes as well as possible medication adjustment were recommended. The patient will continue to be monitored.